Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2018-07583. All relevant/additional information will be submitted under 1416980-2018-07583.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Twenty-one days after the onset, antibiotic treatment was stopped and the patient has recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.